Manufacturer narrative:
Product analysis :visual and optical inspection confirms the tip is not broken. The tip has been deformed, with the approximately 1mm of the tip plastically deformed. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with suggesting insufficient engagement of the driver tip during usage.

Manufacturer narrative:
(B)(4): the device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent unspecified spinal surgery at levels th10-iliac on (B)(6) 2014. On (B)(6) 2015, a patient underwent the implant removal surgery. When a surgeon tried to remove the set screw of iliac on the right using t25 obturator, he found it was so hard to loosen. When he was trying to loosen the screw with a counter torque using the rod holder, the tip of t25 obturator got broken. No fragment was left in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the part of the obturator got cracked, and not the breakage of the tip. Sales rep told the surgeon that the obturator was probably not properly connected with the set screw.